Manufacturer narrative:
This product is expected to be returned but has not returned at this time.

Event description:
It was reported that this patient had received a single inappropriate shocks due to oversensing of noisy signals. Imaging was performed which indicated that the electrode was twiddled back into the device pocket. Surgical intervention was subsequently performed to open the device pocket and to replace the electrode. No additional adverse events were reported.

Manufacturer narrative:
This product is expected to be returned but has not returned at this time. The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed a crack in the insulation. Resistance tests were then completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were measured as intermittent, and felt to be consistent with a conductor fracture of the sense a conductor, however, an x-ray was unable to clearly show a fracture. Based on laboratory analysis, a fracture was suspected in the location under the terminal boot, and/or 22-25 centimeters (cm) from the terminal end. Past experience suggests patient manipulation of the electrode (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this patient had received a single inappropriate shocks due to oversensing of noisy signals. Imaging was performed which indicated that the electrode was twiddled back into the device pocket. Surgical intervention was subsequently performed to open the device pocket and to replace the electrode. No additional adverse events were reported. The product has been received for analysis.